Event description:
During the thrombus removal in radial artery, when customer pulled out the catheter, he felt resistance. Also, he found the wire being stretched and part of the wire remained in the patient's body. Customer confirmed that the wire was in radial artery on the x-ray picture. No complications reported at this moment. Patient needs anti-thrombogenic therapy and customer decided to keep monitoring the patient.

Manufacturer narrative:
Device has not been returned for evaluation.